Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. This report is for an unknown quantity of unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Veterinary complaint: it was reported that two devices malfunctioned in a loaner large fragment set resulting in the death of a horse. Surgeon said that the pin that goes from the star drive screwdriver to the wooden handle is stripped and he had to use the torque limiting handle to drive the screw in. When the surgeon put the driver into the screw head and applied torque, the handle would spin and he was not able to drive the screw, so he used the middle wooden handle in the evaluation set, with the torque limiter and the start drive shaft and was not able to hand tighten the screws. It was noted that torque limiter might not be functioning appropriately as some of the screws backed out and the horse died. This report is for an unknown quantity of unknown screws. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was further reported that a filly presented on (B)(6) 2015 with a compound, open bi-axial fracture of the sesmoid bones on the right front fetlock. In order to treat, a surgical procedure was performed on (B)(6) 2015. Thereafter, the horse experienced pain and was unable to bear weight up through (B)(6) 2015. It was noted via x-ray that one (1) of the locking screws had backed out. Two (2) weeks later, on (B)(6) 2015, radiographs were taken which showed that five (5) of the six (6) locking screws had actually backed out. The resulting instability led to the breakage of one (1) of the 5.5mm cortical screws. The horse was euthanized on (B)(6) 2015. It was reported that the screwdriver in the set was not able to be used for surgery due to device malfunction. The torque limiting attachment was used as a connector to the universal handle, but it was noted that the torque limiting attachment prevented the screw from being fully tightened into the locking plate.